Manufacturer narrative:
Exact date unknown, event occurred approximately 8 months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not helping much. The patient experienced tenderness and intense burning pain at the ipg site when the device is turned on. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1132, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not helping much. The patient experienced tenderness and intense burning pain at the ipg site when the device was turned on. The patient underwent an ipg replacement procedure and was doing well post-operatively.